Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the pump was explanted due to infection. The patient also had a stimulator explanted 2 to 3 weeks prior to the pump explant.